Manufacturer narrative:
The customer reported that the problem was addressed with phone support. Follow-up revealed that the console brakes had not been applied, clarifying the likely cause of the incident. No site visit was conducted. The system was working as intended.

Event description:
It was reported that during a da vinci-assisted procedure, both the surgeon side console (ssc) foot pedals experienced issues and the case was converted to open, though the reporting customer was not present in the operating room at the time of the call, and the surgeons did not specify the exact problem that led to conversion. System logs showed no faults. The customer stated that the brakes were not on for the surgeon's console.